Event description:
The customer contact reported a leak. The male adapter of an unspecified primary tubing set was connected to the female adapter of the extension tubing set and was to be used to deliver an unspecified volume of total parenteral nutrition and lipids, at an unspecified rate. The customer contact reported that after an unspecified length of time after priming the tubing set, prior to pt use, an unspecified volume of solution leaked from the outlet port of the filter of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.